Event description:
It was reported that the device's therapy supply is out of the range. There was reportedly no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which multiple problems were determined, the customer expressed the desire to replace the entire device; a quote was provided for the replacement of the existing device. Upon conclusion of the evaluation, it was determined that this was a malfunction of the device, the replacement quote for which was provided. The device remains at the customer site and no further evaluation is warranted at this time.